Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient developed an infection around their chest incision site and had their full vns system explanted. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Information was received via notes from the explant operation that the patient presented with a chest wound dehiscence and cloudy blood draining with significant tenderness after a recent vns generator placement for dehiscence/infection in the axilla incision and this the vns was fully removed. No additional relevant information has been received to date.